Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.